Event description:
A customer contacted beckman coulter inc. (Bci) in regards to platelet (plt) count of 177 generated by unicel dxh 800 coulter cellular analysis system. The instrument generated flags for differential but no flag for platelets. The result was reported out of the laboratory. Subsequent testing on an alternate instrument produced platelet count of 93 and a clump plt message. A redrawn sample collected in a sodium citrate tube from the same patient was tested on an alternate instrument and produced plt count of 296. This result was used to correct the report. There was no death or serious injury associated with this event, and patient treatment was not affected. Platelet count measuring unit is x10^3cells/l.

Manufacturer narrative:
The instrument was within qc specifications. A bci field service engineer found nothing wrong with the instrument, and reported that all qc looked appropriate. Raw data analysis indicated the following: in a critical review of the wbc histogram, an interference pattern is seen but not of significance to suggest that the interference is sufficient enough to warrant he triggering of the platelet clump flag. The nrbc module does exhibit a suggested platelet clump pattern but this is not a sole contributor to the platelet clump flag. Per bci labeling, platelet clumps are a known interfering substance. The root cause for no platelet clumps flagging based on the raw data analysis is that the specimen was not significantly abnormal to trigger a platelet clumps flag.